Event description:
It was reported the patient presented with heterotopic bone, right hip and malfunction of claw plate. The patient underwent a revision to remove heterotopic bone, hardware/claw plate, and liner exchange.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].